Manufacturer narrative:
This product is not marketed in the us. Lens remained inside nozzle and figures of both haptics appeared normal. Volume of used viscoelastic material appeared to be enough.no similar complaint type events were reported for units within the same lot.the serial was certified by coc issued by manufacturer without any irregularities.there were no irregularity found at sj's visual incoming inspection. (B)(4).

Event description:
The reporter indicated that when handling the rod of a ks-1 aq2017v, 12.0 diopter preloaded injector, a haptic was abnormal. The reporter stated " when pushed the rod forward and confirmed at confirmation point, figure of anterior haptic and trailing haptic was abnormal. Therefore, canceled to use the serial". There was no patient contact.